Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the issue and replaced the pot dual jdk part to resolve the issue. The system was tested and verified as ready for use. The affected part dual jdk involved with this complaint is a field scrap item and will not be returned to isi for further investigation. A review of the site's system logs for the reported procedure date was conducted. Investigation identified possible recoverable faults. The user recovered from the recoverable faults during the case.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the customer encountered a repeated recoverable error on the universal surgical manipulator (usm) #3 and the surgeon was not able to control the usm #2 as well. As a result, the procedure was aborted after anesthesia was administered and ports had been placed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issues were noted during the setup of the system while draping. The procedure had not started when the issue occurred. It is unknown what post-operative complications, if any, the patient experience following the procedure being aborted.